Event description:
It was reported that this device was an attempted implant, as there were observations of intermittent sensing issues and increasing thresholds. The lead was tested on the pacing system analyzer (psa) with no issues, so the physician wanted to use a new device. A new device was implanted and the sensing and threshold issues resolved. The device was returned for analysis. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in both the right ventricular and left ventricular setscrew seal plugs. The df4 and is4 lead connector ends could be fully inserted without any difficulties, and the setscrews were verified to hold the connector end in place when tightened. Next, the pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plugs allowed fluid into the sensing pathway, which was the cause for the intermittent sensing issues observed during implant. The holes in the seal plugs were not likely related to the high thresholds observed, and laboratory analysis did not identify any characteristics that would have caused or contributed to the additional observation of threshold issues.